Manufacturer narrative:
On 9/17/2019, mentor became aware that patient encountered capsular contracture; baker grade iii on the right side and grade ii on the left side. The patient underwent removal and replacement with silicone devices on (B)(6) 2019. This report is for the patient¿s left-sided device. Right side is being reported in a separate report. On 9/23/2019, device evaluation was completed. Device evaluation summary: during evaluation of the sample it was observed to be intact. No anomalies were observed. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. An investigation of the returned device was performed, and mentor could not uncover a device failure that we could connect to the reported medical symptoms. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 9/5/2019, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 6/24/2019, mentor became aware that the capsular contracture baker grade was iii bilaterally and date of surgery is (B)(6) 2019. Hence, field has been updated and "required intervention" has been marked in field. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 7/22/2019, mentor became aware that methods codes under section h6 was inadvertently not updated in the last submission. Hence, h6 has been updated. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old (B)(6) female patient underwent primary breast augmentation with 350cc mentor memorygel breast implant and was presented with capsular contracture; baker grade IV on the right side, and capsular contracture; baker grade ii on the left side. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the patient¿s left-sided device.